Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Customer stated the battery had been replaced last week. The customer is using the correct battery in the correct orientation for the meter. During the call the meter did not power on using the power button or when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 04/18/2025; open vial date and product storage was not provided. The customer reported feeling dizzy; medical attention was not needed at the time of the call.